Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material attached near the forceps stand could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation that could contribute to the retention of foreign material and no additional facility reprocessing information was reported or is available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be prevented by following the instructions for use sections below: ·chapter 6 application and conditions of cleaning, disinfection, and sterilization ·chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the ddhesive around the objective lens was peeled. Due to damage on the ultrasonic probe, displayed ultrasound image was defective with missing elements. Paint on the air/water-cylinder was peeled. In addition, the acoustic lens, the objective lens, and the connecting tube were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there is a stain or discoloration on the distal end of the evis lucera ultrasound gastrovideoscope. Inspection and testing of the returned device found foreign matter attached near the forceps table. There were no reports of patient harm. No further information was provided by the customer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.